Event description:
It was reported that during the preparation for a stenting treatment procedure, a hair was noted on the inside of a 3.0x12mm veriflex sterile pouch. The package was not opened. The procedure was completed with another of the same device.

Event description:
It was reported that during the preparation for a stenting treatment procedure, a hair was noted on the inside of a 3.0 x 12 mm veriflex sterile pouch. The package was not opened. The procedure was completed with another of the same device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the product was returned and a hair was identified within the sealed pouch. All items within the pouch were oriented correctly. The hair/foreign material (fm) was subsequently removed. The fm was approximately 8cm in length and located on the carrier tubing near the coiling clip wrapped along the packaging hoop. The fm was sent for analysis. Fourier transform infrared (ftir) testing and scanning electron microscope (sem) analysis was performed on the returned material. This resulted in a 90% match to a hair sample from the ftir search library. The sem image of the fm showed significant visual similarity to the hair sample. Both analyses would suggest the fm is a hair. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is "user preference issue" as the particulate matter identified in the pouch of the complaint meets the specification criteria. (B)(4).